Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, the injector did not release the implant correctly. Hence the surgeon was unable to place the implant. Hence a new lens was used to complete the surgery.

Manufacturer narrative:
Additional information provided in d.9. , h.3. , h.6. And h.10. The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside of the device. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. The iol was returned adhered to a plastic container with tape. Solution is dried on both surfaces of the optic and haptics. One haptic is bent, the other haptic is intact. The optic is cracked/fractured and has a piece missing. The product investigation could not identify the root cause for the reported complaint "failure placement, the injector did not release the implant correctly" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the haptic position for advancement and determine a root cause. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. Damage was observed to the lens: lens damage may occur: ¿ due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, the injector did not release the implant correctly. Hence the surgeon was unable to place the implant. Hence a new lens was used to complete the surgery. Additional information received and stated ¿the injector did not release the implant correctly".